Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100461398. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400098. Serial number: n/a. Batch/lot number: 1100504452. Model/catalog description: control pump fgs. Unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually and microscopically inspected, and leak tested. The visual inspection of the cuff revealed a cut from a sharp instrument during explant, and the leak test passed. A risk review confirmed that the event was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Recurrent incontinence is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. Tissue erosion is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent erosion related symptoms. The patient symptoms are known risk associated with this device type/procedure, and it is noted as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) implant device was experiencing urinary incontinence again. The physician believes that the recurring incontinence was a result of urethral erosion that was visually noticed via cystoscopy. The physician removed and replaced the entire device through replacement surgery. The patient was stable following surgery, and there were no patient complications.

Manufacturer narrative:
D10: concomitant product UDI for balloon is (B)(4). D10: concomitant product UDI for pump is (B)(4). H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) implant device was experiencing urinary incontinence again. The most likely/suspected cause of the recurring incontinence was urethral rupture that was noticed. The physician removed and replaced the entire device through replacement surgery. The patient's condition was stable following surgery, and there were no further signs or symptoms reported.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) implant device was experiencing urinary incontinence again. The physician believes that the recurring incontinence was a result of urethral erosion that was visually noticed via cystoscopy. The physician removed and replaced the entire device through replacement surgery. The patient was stable following surgery, and there were no patient complications.

Manufacturer narrative:
D10: concomitant product UDI for balloon is (B)(4). D10: concomitant product UDI for pump is (B)(4). H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. Tissue erosion is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent erosion related symptoms. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.